Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation along with one unknown lz fractured piece abutment inside the implant. Visual in evaluation of the returned products identified a fractured collar on the implant and dried blood and bone around the implant. Additionally, there was a fractured abutment screw portion within the implant. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. No pre-existing conditions noted on the provided per. Additionally, the patient has unknown bone density. The site was grafted after implant removal. The reported devices were located on tooth # 12. The abutment was used for an unknown duration, while the implant was used for 6 years 10 months. Pictures or x-ray images were not provided. Linked complaint, (B)(4), is for a loosening event that occurred on the abutment. As a result, the customer attempted to re-tighten the abutment into the implant and that is when the fracture events occurred. The abutment is a single use device and retightening is considered off label use. In addition, the fracture lz abutment is considerate not reportable due to FDA malfunction variance e1998009. DHR review was completed for the subject lot number (62237071). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62237071) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & fracture) or devices (unk lz abutment & tsvwb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional PMA/ 510k number: k011028, k013227

Event description:
It was reported an implant (tsvwb10) fracture. Dentist was attempting to tighten the loose crown and noticed the implant fracture at tooth location 12. Implant was removed.